Manufacturer narrative:
External insulation abrasion was noted at 19.5-21.0cm and 22.3-23.1cm from the distal tip electrode, consistent with lead friction another device or heart feature. Externalized conductors due to external insulation abrasion were noted at 13.6-15.8cm from the distal tip electrode, consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 9.2-13.7cm from the distal tip electrode. Internal insulation abrasion under the rv shock coil was noted at 4.2-4.5cm and 4.8-4.9cm from the distal tip electrode. The etfe coating was intact at all abrasion locations. The reported field events of noise and lead fracture were not confirmed.

Event description:
It was reported that the patient received inappropriate therapy. Oversensing, noise, and fracture were reported. Externalized conductors were seen on fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.